Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. During investigation, the belt was unable to complete an ECG falloff test. The cause for failure was isolated to a defective puck 1 on the ECG cable. The root cause for the failure was the defective puck. There were no adverse events associated with the belt malfunction.